Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported perioperative antibiotics were administered. The onset date/diagnosis of the infection was (B)(6) 2015. The patient did not have meningitis. The date of the last refill was (B)(6) 2015. The symptoms of infection were redness and drainage at the device pocket. A culture of the device pocket was obtained. The patient outcome was infection resolved. The risk factors that applied to the patient before implant was noted as malnutrition or extremely thin. The pump was used to deliver morphine and bupivacaine.

Event description:
It was reported, the patient experienced an infection at the pump site. It was unknown if any diagnostic testing or troubleshooting was performed. It was unknown if any patient symptoms or complications occurred with this event. The pump was explanted as a result. The patient¿s status was reported as ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was unknown. Additional information has been requested regarding the outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a consumer regarding a patient receiving bupivacaine, fentanyl, dilaudid, and morphine at unknown concentrations and doses via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the patient had their pump removed due to extensive (B)(6) infection following a surgery to move the pump. The patient's insurance wouldn't pay for the pain medication following discharge that day. The patient was hospitalized for the infection and had to have the pump and quite a bit of tissue removed. Because the patient's insurance wouldn't approve a strong enough pain medication, the patient went through "withdrawal cold turkey." The patient lived alone and it was frightening. No further information was provided. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 8590-1 lot# n316584, implanted: 2012 (B)(6); product type accessory product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(6).